Event description:
The manufacturer does not believe the unit malfunctioned and did not cause a serious injury, but with an exercise of caution, this incident is being reported. Device in question was being used during a demonstration at a conference and had been raised to a height to emulate a lifting situation. It was in the portable mode. It appears that the lift strap was run into the lifting cassette and became trapped. The person demonstrating the device continued to use the down button on the handset after the strap became trapped causing this to loosen on the drum. The cassette then dislodged itself form the strap and fell approximately 8 inched. The device hit the person on the head.